Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was caller requested assistance activating MRI mode. Caller stated communicator was dead so they were currently charging it and battery indicator light was red. Tss walked caller through unplugging the communicator and using it with the handset but caller stated handset was saying it "couldn't connect". Tss asked further questions about the communicator and caller stated when they pressed the power button, no lights came on whatsoever. Caller stated patient hadn't used external equipment for several months to a year. Caller stated that patient reported they had an exam done where "it was hurting them" and the hcp wanted to check if the wire was out of place so patient had an x-ray done. Caller wasn't able to provide a timeframe of when this happened and patient wasn't able to say if anything had been resolved. Caller also mentioned that when patient was seen in-office, the hcp used their own equipment to interrogate the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed caller can continued to see if communicator will charge but it may be overdischarged and non-functional. Tss suggested patient talk with hcp about next steps and if needed, patient can contact ps for communicator replacement.